Event description:
Customer reported when using max plus valve, the valve would delay in closing, thus allowing blood to leak and spray out. They have been using this product for 3 yrs and this is the first time with this problem. There was no pt or user harm reported and no medical intervention required.

Manufacturer narrative:
(B)(4). The device has been received. A follow up report with failure investigation results will be submitted once the eval has been completed.